Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak in the front of the coulter act diff analyzer. Customer reported that the volume of the leak was a few milliliters. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found diluent leaked due to pinched red blood cell bath waste tubing. The fse replaced the tubing and cleaned the bath overflow.

Manufacturer narrative:
(B)(4).